Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found cannula damage (broken) with broken part missing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that she received a sensor error. Blood glucose level at the time of the incident was 53 mg/dl. The customer stated that the sensor was inserted and bumped. The customer was advised that the sensor may not be functioning properly due to being bent. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.